Event description:
It was reported that at a routine device check, it was found that there was no capture on the right ventricular lead. The lead did produce diaphragmatic stimulation when pacing. A computerized tomography scan showed that the lead had likely perforated the heart. The physician noted that this may have been an ongoing problem as the patient had complaint of chest pain since early october. At that time, the patient had a large hernia that may have had something to do with the lead pushing out of the heart. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2004. (B)(4).